Manufacturer narrative:
(B)(4) date sent: 06/17/2021 additional information was requested, and the following was received: what were the indications for surgery? [Ans: caner] what surgical procedure was performed? [Ans: lap sigmoidectomy] did the patient receive any preoperative chemotherapy or radiation? [Ans: no] were there any issues experienced with the device in the initial surgical procedure? [Ans: no] what healthcare professional fired the device and what is his/her experience with the device? [Ans: experienced, 60+case in uch in 2020-2021] where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? [Ans: low b] did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? [Ans: yes] were there any issues with device use/firing? [Ans: no] what confirmation was received that the device completed the firing sequence? [Ans: sound of firing stopped] was the green checkmark visible at the end of the firing? [Ans: yes] how many counter-clockwise revolutions of the adjusting knob were used to open the device? [Ans: 2.5] was there any difficulty removing the device? [Ans: no] was a complete transection of the white breakaway washer visually confirmed? [Ans: yes] were the donuts inspected? If so, please describe. [Ans: yes, completed] were there any issues noted with staple formation? If so, please describe the shape and location. [Ans: no] was a leak test performed? If so, what type and what was the result? [Ans: yes, colonoscopy air leak test negative ] was the staple line visualized endoscopically during the initial surgical procedure? [Ans: yes] how many days postoperative did the leak occur? [Ans: no leakage] how was the leak identified? [Ans: no leakage] what was observed at the site of the leak upon reoperation? [Ans: no leakage] how was the leak addressed? [Ans: no leakage] how was the post-op bleeding identified? [Ans: prb ] how many days postoperative was the bleeding identified? [Ans: 11 days] what was the total estimated blood loss (ml)? [Ans: not provided ] was a transfusion required? [Ans: yes] how was the bleeding addressed? [Ans: colonoscopy with clipping and transanal plication ] what was the pre and postoperative anti-coagulant and pain management protocol? [Ans: na] was the bleeding intraluminal or extraluminal? [Ans: intraluminal ]

Manufacturer narrative:
(B)(4). Batch #: unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? How was the post-op bleeding identified? How many days postoperative was the bleeding identified? What was the total estimated blood loss (ml)? Was a transfusion required? How was the bleeding addressed? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal?

Event description:
It was reported that the doctor was using the cdh29p to complete the anastomosis. After 11 days there is bleeding on the staple line which required colonoscopy and clips applied. Procedure: sigmoidectomy.